Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system batteries are not holding a charge. The fsr charged the batteries for two hours. When he went to power up on battery back-up, the system did not power on. The suspect system was located in the trauma room at the user facility. The system has not been used since the last pm and was not plugged in. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) continued with the preventative maintenance (pm) of the system. When the system showed a full charge was available, the fsr put the system back on battery, the system lost power less than thirty seconds on battery backup. The fsr replaced the batteries, completed a release test and no further failures were noted. After the battery replacement, the system operated to manufacturer specifications and was returned to clinical use. The batteries met performance specifications during the laboratory evaluation. The batteries were received in a severely depleted condition. The batteries both properly accepted a charge and held up under load for the required time. This is typical behavior of newer lead-acid batteries which have been in a discharged condition for an extended period of time. Both batteries exceed (pass) minimum requirements for conductance and discharge tests. In addition, two hours would be insufficient time for adequate charging of these batteries given their severely depleted condition. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.